Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an index procedure, a complete se iliac stent was inserted but not expanded. The patient reported their concern that the stent might migrate. The patient reported that they underwent an additional procedure approximately six months later, during which the original stent was expanded.